Event description:
Customer reported having high blood glucose for the past two months. The customer stated the highest blood glucose was 310 mg/dl on (B)(6) 2014. The customer stated she did not have any symptoms of high blood glucose. Troubleshooting for the insulin pump found the insulin was able to exit from the tubing and there was not a leak present. It was also found the alarm history had several no delivery and low reservoir alarms. The insulin pump also passed the high pressure test. The customer also reported having a high blood glucose of 800 mg/dl in february. The customer also stated her insulin vial appeared to be normal. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).